Manufacturer narrative:
The hospital declined to accept the service offer. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an unexpected system shutdown. There was no report of patient involvement.